Manufacturer narrative:
(B)(4). Concomitant medical products: 157448 ¿ m2a magnum head ¿ 233810. 11-103204 ¿ taperloc femoral stem ¿ 483380. 139254 ¿ m2a magnum taper - 210100. Therapy date: unknown. Customer has indicated that product will not be returned to zimmer biomet for investigation as the product remains implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-10214.

Event description:
It was reported patient has undergone multiple blood workups starting approximately 7 years post primary left total hip arthroplasty. Patient was noted to have elevated metal ion levels. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Blood levels showed elevated chromium and cobalt levels. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.